Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a radio frequency (rf) telemetry anomaly. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Correction: please retract 2017865-2023-95680. This event should not have been submitted as a medical device report (MDR) as additional information received notes that there was no device malfunction nor serious injury.